Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in (B)(6) of peritonitis in a patient coincident with unknown therapy for peritoneal dialysis (pd). Action taken with the unknown solution was not reported. During a call with baxter customer service, the following information was provided. On an unknown date, the patient developed peritonitis. Treatment information was not reported. Per the nurse the patient has myeloma and develops peritonitis every time they have a cycle of chemotherapy. It was unknown if the patient recovered from the event of peritonitis. An opinion of causality was not reported for the event of peritonitis.